Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is unable to use the pump. During the original implant, the cylinders and pump were working properly. Post procedure, the medical specialist made multiple attempts to activate the pump and was unsuccessful. A revision procedure was scheduled to change out the ipp. There has been no surgical intervention at this time, and there were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) is unable to use the pump. During the original implant, the cylinders and pump were working properly. Post procedure, the medical specialist made multiple attempts to activate the pump and was unsuccessful. A revision procedure was scheduled to change out the ipp. There has been no surgical intervention at this time, and there were no additional patient complications reported.

Manufacturer narrative:
Correction to e1 initial reported address.